Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 100% stenosed target lesion was located in the calcified right coronary artery. The lesion was pre-dilated with a quantum 3.0x15mm apex balloon at 15 atm's. A 3.5x12mm liberte bare metal stent was advanced to treat the target lesion, but was unable to cross the lesion. Upon removal of the device the physician noted the distal portion of the stent was flared. The procedure was completed with a non bsc stent. No patient complications were reported and the patient's status is good.